Event description:
It was reported that there were high impedances on electrode 15 over 10 ,000 ohms. Upon interrogation and impedance testing it was found that electrode 15 of the patient¿s implanted epidural lead showed an impedance of over 10,000. This issue persisted across multiple impedance tests. Electrode 15 was not in use for any of the patient¿s programs. The patient¿s status at the time of report was alive with no injury. There were no patient symptoms or complications associated with the event. The cause of the impedance issue was not determined. No lead fractures were found and no interventions were planned. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).